Event description:
The manufacturer's representative reported that a patient had been experiencing an increase in pain. The hcp explanted and replaced the patient's pump after approximately 56 months implant duration. The drug contained in the patient's pump is unknown. No patient symptoms or outcome were provided. Additional information has been requested from the hcp, but was not available at the time of this report.